Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 2.0x10; signet nc 3.75x18. Stent: 3.0x12 xience v, 3.0x8 xience v. Other: ivus. The 2.25x12 multi-link mini vision stent system is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood and contrast on the coils, which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was contrast on the polymer and on the hypotube. There was a bend in the tip, 5.5 mm proximal to the tip ball which is consistent with interaction within the lesion anatomy and/or other device as no damage was reported during inspection prior to use. The balloon catheter used in the procedure was not returned. Resistance between devices, such as the reported guide wire with a balloon catheter, can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level. In this case, analysis could not confirm the reported difficulties as explained above as the guide wire was backloaded through a new balloon catheter and removed with no resistance noted. The tip and solder joints of the guide wire were measured with a hole gauge and met manufacturing criteria. The outer diameter of the core proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. A conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency. The lot history record was reviewed and there are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the 99% stenosed left circumflex artery (lcx), a balance middleweight universal ii guide wire was advanced, followed by a non-abbott dilatation catheter. Pre-dilatation of the artery was performed followed by intravascular ultrasound (ivus). Xience v 3.0x12 and xience v 3.0x8 stents were deployed in the proximal to mid lcx. Post dilatation was performed at 10 atmospheres using a non-abbott balloon. During removal of the dilatation catheter, strong resistance was felt between the balance middleweight universal ii guide wire and the dilatation catheter; therefore, the devices were removed as a single unit. Recoil had occurred in the distal lcx due to the condition of the vessel; therefore, an attempt was made to advance a 2.25x12 mini vision stent system over an unspecified guide wire. The stent system could not cross the left main to the lcx. The stent system was withdrawn and resistance was felt between the guide catheter and the stent system. Outside of the anatomy, it was noted that the stent strut was damaged. Two non-abbott guide wires were advanced to the lcx and a new mini vision 2.25x15 stent system was advanced successfully to treat the distal lcx. There was no adverse patient effect or reported significant clinical delay. Though requested, no additional information was provided.